Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the patient incurred a pneumothorax at the start of a case. The patient was reportedly transferred to another hospital and is recovering.

Manufacturer narrative:
The root cause of the reported complaint is a use error. The hospital reported that, when the alleged event occurred, the breathing circuit was misconnected, i.e. The expiratory limb of the breathing circuit was connected to the auxiliary common gas outlet.